Event description:
It was reported that the patient was unable to adjust stimulation. It was noted that the patient, at one point, was able to communicate and confirmed that stimulation was on and reported feeling stimulation. It was noted that the patient saw the poor communication screen and attempted multiple times to get the therapy screen again, but was unable. It was noted that the patient had been implanted the day of report, however, he wanted to adjust stimulation because ¿he could not really feel his stimulation.¿ it was reported that instead of increasing stimulation, the patient decreased it and then lost communication. It was reported that the patient experienced uncomfortable stimulation. The patient reportedly stated that the ¿vibration in his right leg was too strong.¿ it was noted that this started when the patient went to lie day after the manufacturer¿s representative left after device implantation. It was reported that the stimulation was as ¿sore as a boil¿ down his left leg. It was reported that, two days before the report, the ¿implant turned itself off¿ in the evening. The patient was able to turn the stimulation down and it ¿no longer felt uncomfortable.¿ it was noted that the patient had a follow-up appointment schedule for (B)(6) 2013. Additional information reported that the manufacturer¿s representative spoke with the patient and ¿he was back on track.¿ additional information reported that the patient did not have concerns with his device or therapy. It was also reported that the patient received assistance from his doctor or the manufacturer¿s representative and his concerns were resolved with the appointment date of (B)(6) and several calls to the manufacturer¿s representative. It was also reported that the patient was still having concerns with the device or therapy, but was working with the doctor or manufacturer¿s representative. It was unclear if the patient's concerns were resolved or not. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient had been in pain since implant. The patient thought that when they did the surgery the lead was put in too tight and it was sore. Over time, the pain had worsened. In the last month, the patient had felt as if something had pulled loose between the stimulator and the center of the spine. The patient could not even sit down. The patient was redirected to their physician.